Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Review of lot f1712304, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a lot of resistance was felt while advancing the 5f mynxgrip vascular closure device (vcd) shuttle. The device was removed from the patient and digital (fingertip) compression was applied for approximately 15 minutes with no puncture site issues noted. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral venous closure following a diagnostic coronary angiogram procedure. The angle of access was between 30 and 45 degrees. The vcd was within the expiry date and sterility was maintained. There was no abnormalities in the patient¿s groin puncture or patient¿s anatomy. The vessel size was noted to be 5mm. The vessel had no tortuosity and was patent. The vcd was prepped by the scrub nurse according to the IFU. The balloon was checked and noted to be intact. During the vcd deployment, the doctor inserted the vcd through the sheath introducer, the balloon was inflated, and the black mark was visible on the inflation indicator. The vcd was pulled back to abut the end of the sheath with no issues noted. The green shuttle was advanced down, whilst adequate tension was maintained to deploy the product, the doctor felt a lot of resistance. The doctor is an experienced mynx user and felt it would be dangerous to proceed shuttling down further; therefore, the vcd balloon was deflated and the device was removed. The sealant remains inside the device and did not get to the deployment phase. No patient injuries were noted. The patient was noted to have recovered well. The sheath was not kinked or bent. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a lot of resistance was felt while advancing the 5f mynxgrip vascular closure device (vcd) shuttle. The device was removed from the patient and digital (fingertip) compression was applied for approximately 15 minutes with no puncture site issues noted. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral venous closure following a diagnostic coronary angiogram procedure. The angle of access was between 30 and 45 degrees. The vcd was within the expiry date and sterility was maintained. There was no abnormalities in the patient¿s groin puncture or patient¿s anatomy. The vessel size was noted to be 5mm. The vessel had no tortuosity and was patent. The vcd was prepped by the scrub nurse according to the instructions for use (IFU). The balloon was checked and noted to be intact. During the vcd deployment, the doctor inserted the vcd through the sheath introducer, the balloon was inflated, and the black mark was visible on the inflation indicator. The vcd was pulled back to abut the end of the sheath with no issues noted. The green shuttle was advanced down whilst adequate tension was maintained to deploy the product, the doctor felt a lot of resistance. The doctor is an experienced mynx user and felt it would be dangerous to proceed shuttling down further; therefore, the vcd balloon was deflated and the device was removed. The sealant remains inside the device and did not get to the deployment phase. No patient injuries were noted. The patient was noted to have recovered well. The sheath was not kinked or bent. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The procedural sheath was covering the balloon proximal end. The sealant was still inside the shuttle cartridge. The stopcock of the procedural sheath was in the closed position. Failure to open the procedural sheath stopcock (as per IFU) could result in blood being forced (due to pressure inside the procedural sheath) inside the advancer cartridge initiating proximal swelling of the sealant and jamming the unit in the deployed position. However, it is unknown if the closed procedural sheath stopcock occurred during the procedure or subsequent handling for transit. Shuttle movement was checked and resistance was felt. Incremental incisions were made on the shuttle cartridge to enable shuttle retraction. The shuttle assembly started to free up only when the incision extended past the proximal end of the sealant. Visual inspection at high magnification found that a piece of sealant was found wedged between the advancer tub and the shuttle cartridge. This condition may have contributed to the device jam. Review of lot f1712304 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿resistance was felt while advancing the (vcd) shuttle.¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant prematurely swelling up and increasing the profile, which can create resistance and obstruct the device path during the procedure. However, the exact cause of the reported resistance experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.